Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complications is unknown. The following information is also unknown: the event dates, what surgical tasks the surgeon(s) were performing when the intra-operative complications occurred, and the outcomes of each surgical procedure. Isi has attempted to contact the author correspondence of the clinical article and the site to obtain additional information regarding the reported event. As of the date of this report, no further details have been provided. Review of the site's system logs cannot be performed at this time as the event dates and system information are unknown at this time. This complaint is being reported due to the following conclusion: during da vinci-assisted surgical procedures, two patients incurred blood loss requiring blood transfusions, and one patient experienced tissue damage of the diaphragm requiring re-suturing. Although there is no evidence that a malfunction of a da vinci system, instrument, or accessory occurred, at this time, the cause of the intra-operative complications is unknown.

Event description:
On 30-jun-2020, intuitive surgical, inc. (Isi) became aware of a contrast media and molecular imaging article titled, ¿robotic partial nephrectomy with indocyanine green fluorescence navigation¿ (gadus, l., kocarek, j., chmelik, f., et al., 2020). Per the clinical article, during da vinci-assisted partial nephrectomy procedures, intra-operative excessive bleeding was observed for two patients (two blood transfusions per case administered), and one patient experienced a high grade complication (clavien-dindo grade iii) when the diaphragm was damaged by an unspecified surgical instrument (re-suturing required).